Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric surgery, while the clip was being applied to the vessels, the clip was not completely detached from the clip cartridge and the applier could not be taken out easily. It took a much longer time than usual. With the assistance of other instruments, the clip was fired in the end. There was no patient injury.